Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not receiving continuous glucose monitor (cgm) alerts as expected. Tandem technical support reviewed pump data and verified cgm alerts were annunciating as expected. Reportedly, customer may have not been paying attention and did not hear the alerts declare. Customer had elevated blood glucose (bg) levels in the 300-400 mg/dl range. Customer address elevated bg levels with manual injections.